Event description:
The pt was implanted with a smooth becker expander/mammary prosthesis on 1/12/98, subsequently the pt experienced delayed wound healing and device extrusion. The device was removed on 3/11/98.